Event description:
It was initially reported the pt was experiencing a burning sensation at the ins pocket. The symptoms began about one month prior. There was no known incident related to the onset of the burning sensation. The patient remained at home in good status. Additional information received indicated the patient had visited their physician about the event. The device was reprogrammed. It was also reported the patient had, or will have, surgery to fix the problem. No surgery date was provided. It was unknown at the time of this report if the patient had undergone surgery. The patient was reportedly still having the problem. The problem was reportedly not related to the implanted system.